Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 187 mg/dl. The customer had experienced elevated blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller felt that the hospitalization was due to incorrect carbohydrate counting, and had questions regarding the bolus wizard feature. The caller was given the information, and she stated that she would re-educate the customer. Nothing further was reported.